Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer cancelled an extended bolus but the bolus duration appeared to continue beyond the programmed time frame. During troubleshooting with tandem technical support, the customer understood that the requested bolus was not continuing and the customer was able to clear the notification. Reportedly, the customer delivered too much insulin, and experienced a low blood glucose (bg) level of 50 mg/dl. To treat the low bg level, the customer consumed orange juice.

Manufacturer narrative:
(B)(4). Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus".